Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery (mlad) with heavy calcification, mild tortuosity and 90% stenosis. The 2.50x8mm trek balloon dilatation catheter (bdc) was being advanced when resistance was met with the lesion; however, was inflated once for 5 seconds when a rupture occurred at 10 atmospheres. Another unspecified device was used to complete the procedure and an unspecified stent was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. No additional information was provided.